Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer report they clear alarm and finish complete prime process. Customer report self test not ok. The insulin pump will not be returned for analysis.